Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg)'s output connector assembly was broken. Analysis also confirmed the customer comment that the hanger assembly was broken. It was noted that the upper case was also broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular ports on a external pulse generator (epg) required repair. It was noted that the epg's hanger required repair also. The epg was returned for repair. No patient complications have been reported as a result of this event.